Manufacturer narrative:
Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) with a divot on edge of the iol was implanted into the patient's right eye. But the issue did not impact the visual field. So, the lens remains implanted. From additional information it was learnt that the lens was received with the divot and not known what the divot was. There were no plans of explanting the lens. The issue was identified after implanting the lens. No other information is available.